Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins) which occurred 2 weeks ago. It was determined through imaging yesterday that the right lead had migrated down two levels while the other (left) lead remained in place. The failure mode of the issue was not determined by the doctor although it was speculated that the lead slipped through the anchor or that the suture failed/or was pulled out of the fascia. The patient was able to be programed using the left lead and were able to effectively cover their pain patterns. The patient was reported as doing well and getting good stimulation. There were no current plans for a revision and were going to the left lead for therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).